Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
The bottom one is a (B)(6) pir complaint. I couldn't log it with us, apparently it has to be sent to you. Will you take it up further, please? Thanks in advance, hoping to have informed you sufficiently. Best regards ¿ bien à vous ¿ best regards dear sir or madam, on behalf of a patient of our outpatient pharmacy, I would like to file a complaint. Complaint regards: bd safe clip needle cutter, fate: (B)(6). Complaint reads: when cutting the needle - after using the enbrel injection pen - a piece of needle remains attached to the injection pen, which increases the risk of needlestick injuries when removing the injection pen. The patient has been using the needle cutter, in combination with the enbrel injection pen, for years and has not experienced this before. I would like to hear from you what the possible cause of this complaint may be and what measures you will take to prevent a recurrence of the complaint, if applicable. Sincerely, (B)(6). 03june2025. Lot # 5313048 not found in s4.